Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) was resetting. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon service investigation, the monitor was resetting. The root cause of the resets is currently underway. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.